Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. The sensor was damaged during the de-casing. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor, sensor did not read, and the inventory command failed. Visual inspection was performed on pcba (printed circuit board assembly), observed that the pcba had been damage due to de-casing and is cracked right through the pcba. This damage to the tracks and components will render the pcba unable to function as design intent. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device all pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced hypoglycemia with symptoms described as "sweats" and loss of consciousness and was unable to self-treat, requiring hcp administration of a glucose injection for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced hypoglycemia with symptoms described as "sweats" and loss of consciousness and was unable to self-treat, requiring hcp administration of a glucose injection for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.